Manufacturer narrative:
Event occurred sometime in (B)(6) 2022. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported they were injected all over the face with an unspecified dermal filler. The patient was also injected in the forehead with botox®. Approximately one or two weeks post injections the patient experienced ¿their forehead was smooth, and their eye lids drooped (wrinkled and folded).¿ the patient additionally reported they are ¿depressed, looks ugly and feels crappy."